Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 363904, lot: unknown) was being used to administer milrinone at 9.6 milliliters (ml) per hour on (B)(6) 2024. According to the complainant, the pump repeatedly detected air in line despite both manual priming and priming through the pump. Additionally, the IV tubing was removed and reloaded to ensure proper loading. The complaint device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Two (2) photos were submitted for evaluation. A visual examination was performed, which revealed a used set containing both liquid and air bubbles, indicating the presence of air within the line. Based on the photos provided, the reported defect of air in line was confirmed. However, without a physical sample and/or lot number, a thorough investigation could not be conducted. This report will be maintained for future reference and similar occurrences in other reports will continue to be monitored. Should any additional relevant information become available, a follow-up will be provided.